Manufacturer narrative:
Device evaluation the zso-7-5 device of lot number c1654324 involved in this complaint was not available for evaluation. With the information provided, a document based investigation was conducted. Lab evaluation ¿ n/a. Document review: prior to distribution zso-7-5 devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for zso-7-5 of lot number c1654324 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1654324. It should be noted that the instructions for use (ifu0045-7) states the following: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use.¿ ¿care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking the stent.¿ there is no evidence to suggest the user did not follow the IFU. Image review ¿ n/a. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to kinking as the stent was straightened with the pigtail straightener. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Before using this product for procedure, the side hole of this product pigtail was kink. They couldn't pass the wire guide in to the zso. Did any section of the device remain inside the patient body? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedure(s)? No. Were there any adverse effects on the patient due to this occurrence? No. Did the product cause or contribute to the adverse effect(s)? No.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Before using this product for procedure, the side hole of this product pigtail was kink. They couldn't pass the wire guide in to the zso.